Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the ionsulin pump had multipel unspecified insulin pump errors. The customer stated that, the insulin pump had some problems and want replacement for it. The insulin pump had some unusual grinding noises which were different from the normal rewind noises and also insulin pump gave error codes on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.